Event description:
It was reported that the tube leaked during pre-test. No patient involved.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3, h6 - updated. One device was received for investigation. The device was functionally tested. During the leak test, a leak was detected in the inflation line. The reported complaint is confirmed. This type of condition can be generated due to improper handling. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.